Manufacturer narrative:
(B)(4). Medical products - tibial component stemmed precoat use of this tibial component with legacy knee - constrained condylar knee (lcck) articulating surfaces requires using md catalog# 00598004701 lot# 62725281, articular surface use with lps/lps-flex 51 or 52 suffix femorals size ef 12 mm height catalog# 00596204012 lot# 62655704, taper stem plug catalog# 00596009900 lot# 62626461, stem extension replacement screw catalog# 00598009000 lot# 62713855. Customer has indicated that the product will not be returned as the hospital will not release the product for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the patient underwent a total knee arthroplasty. Subsequently, a revision procedure occurred approximately three years post implantation due to an allergic reaction to nickel, a mild reaction to zirconium, pain, and swelling. A vanguard ssk titanium knee was implanted during the revision procedure. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. The root cause of the reported issue is attributed to patient condition. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.